Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was noted that the hanger assembly was broken, two plugs were damaged, and display wire insulation was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) ventricular lead connector was broken. The epg was returned for repair. There was no patient involvement.